Manufacturer narrative:
The results of this investigation concluded cusp 3 was torn. There was thinning and loss of collagen fibers in the base of cusps 1 and 3. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, a mitral valve replacement (mvr) was performed for the treatment of severe mitral stenosis and this 25 mm epic valve was implanted in the small, female patient. Reportedly, a concomitant tricuspid annuloplasty was performed. Postoperatively, the patient followed-up every 6 months as an outpatient. No anomalies were noted via echocardiogram at the time of the previous follow-ups. On (B)(6) 2017, a significant cardiac murmur was noted which sounded like the "calling of a crow," which was previously not heard by the surgeon. An echo revealed a mitral regurgitation and prolapse of a leaflet as well. Infective endocarditis was suspected and a blood test was conducted but no inflammation reaction was shown. The patient was diagnosed with leakage caused by a leaflet tear. The patient reported having no symptoms except fatigue since the beginning of (B)(6). A chest x-ray was performed. On (B)(6) 2017, a re-do avr was performed and this valve was explanted. Upon explant, a cusp was torn and prolapsed at the commissure from the stent post which likely resulted in the mitral regurgitation (mr). According to the intraoperative appearance, the sewing cuff was covered with tissue however neither pannus nor calcification were observed on the leaflet surface. The patient¿s posterior leaflet was preserved at the time of implantation as it was adhered to the stent post in the position of p2. However, the surgeon did not consider that the adherence of the native cusp to the stent post as related to the prolapsed cusp. Infective endocarditis was ruled out. A 25 mm carpentier-edwards perimount magna ease mitral heart valve was implanted instead using non-everting mattress sutures. The patient is reported to be recovering postoperatively.